Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Date received by mfg updated to 09/14/2022. Model number updated to m3860. Component code l2 updated to insufficient information.